Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports they had received a communication error from their personal diabetes manager. The patient reports seeking medical attention die to their blood glucose level being low. The patient reports after his incident they had experienced high blood glucose levels as well as dka and nausea. The patient reports being discharged from the hospital after a week. The patient reports after this event they had are no longer using the product. No additional information is available as to this event.